Manufacturer narrative:
A specific root cause could not be identified. The difference between the results may be due to improved performance of the vitamin d gen. 2 test however the requested sample was not available for further investigation.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable elecsys vitamin d total ii assay (vitamin d gen. 2) result compared to elecsys vitamin d assay (vitamin d gen. 1) result for a sample on the cobas 8000 e 602 module with a serial number of (B)(4). The vitamin d gen. 2 result was 59 ng/ml and the vitamin d gen. 1 result was 107 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The vitamin d gen. 2 and vitamin d gen. 1 reagent lot number and expiration date was requested but not provided.